Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the waterfeed tubing broke off of an mr290 autofill humidification chamber. The tubing separated from the chamber prior to patient use.

Manufacturer narrative:
(B)(4). Method: the returned autofill humidification chamber was visually inspected for damage. Results: a break was found in the feedset tube at the point where the tube is inserted into the spike. The surface of the break is rough. A lot check revealed no other complaints of this nature for lot number 090802. Conclusion: the surface of the split in the feed set tubing was rough, suggesting that the split was caused by pulling. It is possible that the spike got caught or that the tubing had been under tension, causing the tube to break. All mr290 chambers are pressure tested for leaks before they leave the production line. This suggests that the feed set tubing was split post-production. The instructions provided with the mr290 chambers advise the user to "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4).

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the waterfeed tubing broke off of an mr290 autofill humidification chamber. The tubing separated from the chamber prior to patient use.

Manufacturer narrative:
(B)(4). The complaint humidification chamber is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the chamber and completion of our investigation.